Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I could see it was broken in some form. The outer one lookedas if it had a missing piece.') And device dislocation ('migration') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), contusion ("bruising all the time"), genital haemorrhage ("severe bleeding"), pelvic pain ("extreme pain /soreness"), infection ("infection nos"), anxiety ("anxiety"), hypoaesthesia ("facial numbing"), seizure ("seizures"), allergy to metals ("nickel sensitivity"), blister ("blisters on legs, on mouthun"), hypotonia ("loss of muscles"), osteoarthritis ("osteoarthritis"), alopecia ("hair loss") and raynaud's phenomenon ("raynaud¿s phenomenon"). The patient was treated with surgery (hysterectomy left ovaries and she had essure removed.). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, contusion, genital haemorrhage, pelvic pain, infection, anxiety, hypoaesthesia, seizure, allergy to metals, blister, hypotonia, osteoarthritis, alopecia and raynaud's phenomenon outcome was unknown. The reporter considered allergy to metals, alopecia, anxiety, blister, contusion, device breakage, device dislocation, genital haemorrhage, hypoaesthesia, hypotonia, infection, osteoarthritis, pelvic pain, raynaud's phenomenon and seizure to be related to essure. The reporter commented: removal details: (B)(6) 2018 (as per mr) discrepancy noted. Concerning the injuries were reported in this case, the following ones were described via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-apr-2020: pfs and mr received: events: severe bleeding, extreme pain, migration, infection, anxiety, facial numbing, seizures, nickel sensitivity: severe sores, treated for blisters on legs, on mouth, loss of muscles, extreme pain, osteoarthritis, anxiety, hair loss, raynaud¿s phenomenon were added. Reporters, patient demographics, essure insertion and removal date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I could see it was broken in some form. The outer one lookedas if it had a missing piece.') In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and contusion ("bruising all the time"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the device breakage and contusion outcome was unknown. The reporter considered contusion and device breakage to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. Reporter added. Added event bruising all the time. Updated event device breakage to serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I could see it was broken in some form. The outer one looked as if it had a missing piece.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I could see it was broken in some form. The outer one looked as if it had a missing piece.') In a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries were reported in this case, the following ones were described via social media: device breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.